Event description:
A physician reported that during surgery (unknown procedure type), aspiration of cutter was very weak. The surgery was completed on same day by replacing with similar product. There was patient contact with suspect product but no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).